Manufacturer narrative:
A review of manufacturing and sterilization records was performed and there was not any problems noted that would impact this report. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Claimant reported to (B)(6) that immediately following surgery she was in debilitating pain following mesh implanted to treat stress urinary incontinence. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.